Event description:
Doctor reports that the implant platform bevel fractured off on a 6 mm tsv implant. The implant remains implanted.

Manufacturer narrative:
Device will not return to manufacturer.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4112 and 4114 h6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The physical implant was not returned for inspection.the reported event of implant platform bevel fractured off is confirmed based on review of returned images.functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review could not be performed without item and lot information. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No additional or corrected information to relay.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not yet returned to manufacturer.

Event description:
Doctor reports that the implant platform bevel fractured off on a 6 mm tsv implant.